Manufacturer narrative:
(B)(4). The reported driver was not returned and no available information (lot or item number) was provided to further investigate the driver. No lot or device item number was provided so a device history record review and a complaint history review could not be performed. The complaint reported during an implant surgery, the implant fell in the floor due to the driver malfunction. The reported event is non-verifiable since the reported driver was not returned for investigation, and the reported malfunction could not be recreated with the returned implant only. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant surgery, the driver malfunction and the implant (int510) disengage and fell in the floor.